Event description:
It was reported that "the surgeon was trying to put a rescue through into an anchor c cage through the inserter and it was not advancing. Upon backing out the screw the grey locking ring on the head of the screw had come half off the screw".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.